Manufacturer narrative:
On (B)(6) 2016, the customer reported to have been using a new box of cartridges and no further occlusions have been received. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 107 to 280 mg/dl. After the occlusions, the customer would just clear the alarm and waited for the bg level to lower. A cause of the past occlusions could not be determined. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer thought a new box of cartridges may resolve the occlusions and opted to change the infusion set for the current occlusion. Insulin delivery was resumed.